Manufacturer narrative:
The reported complaint is not confirmed. A complaint sample is not available for MFR's eval. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A review of the batch production records was performed for the reported lot number and did not reveal a probable cause for the customer complaint. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an internal leak. The machine alarmed. Test strips were used and confirmed the leak. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set up on a different machine. The sample has been discarded by the user facility and is not available for eval.